Event description:
It was reported that following a lap adjustable band procedure, the band was adjusted to about 7ml at the clinic. After a year, the pt came back and wanted to deflate since she complained of the band being too tight. The surgeon was unable to deflate and removed the band and replaced it with a new one. The balloon and the tube were partially blocked due to crystalization. This was the pt's third operation; the first one was implanted in 2000 and the second one was implanted in 2006.

Manufacturer narrative:
Information anticipated, but unavailable at this time.